Event description:
It was reported that the patient had not used the spinal cord stimulation (scs) implantable pulse generator (ipg) for quite some time. The patient was able to pair the charger with the ipg, however, there was no double beep at the end of charging. Subsequently, the ipg could not be paired with the remote control or clinician programmer. Therefore, the patient underwent an ipg replacement procedure, and the device was working postoperatively.